Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. No unresponsive buttons or unexpected constant tone noted and all of the buttons functioned properly. The black circle alarm icon functioned properly during our testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, customer woke up with high blood glucose of 13 mmol/l and the device had constant tones, buttons were not responding. Customer attempted to fix the issues by replacing the battery but device is unresponsive. Customer didn't recall any significant events which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.